Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that when setting up for a spine case, the "system shutdown" and "no signal/no input" messages were displayed on the monitor. It was noted that the site used another navigation system to proceed with setting up for surgery. Troubleshooting steps were performed. It was further reported that the manufacturer representative was unable to replicate the issue. The site confirmed that the error message indicated "no video detected" and was displayed on the main cart, and it was not the camera cart that was having the issue. The site had left the system turned on for one hour when the manufacturer representative came to assist with troubleshooting. It was noted that the self-test status looked good, and the battery stayed on. The manufacturer representative tried to move the monitor to an extreme position to check for any cables being pinched. They also removed the monitor arm to look at the cabling and to check for any physical damage. Additionally, they reseated all connections on the back of the monitor and the high-definition multimedia interface (hdmi) connection on the computer. It was noted that the cart setup was not configured, so the manufacturer representative did that. It was further reported that the manufacturer representative determined that the image they saw was on the camera cart, where the video signal communication was lost with the main cart. They did not know if the camera was tracking while the system was in a failed state since the issue was intermittent, and they couldn¿t replicate it. The site was advised to notify the manufacturer representatives if they experienced this issue again, so they could troubleshoot it while it was in a failed state. No patient involvement was reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735795, h3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.